Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and heavily calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.